Event description:
Patient undergoing repair of an abdominal aortic aneurysm (aaa). The stent graft system, after deploying, the graft broke while extracting the device from the patient. The fractured portion (approximately two (2) inches) was removed from the patient without any ill effects.